Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated at an examination following an episode resulting in a shock. No magnet tones could be elicited. The ICD was explanted and replaced.